Manufacturer narrative:
Date of event: unknown. Sample was returned to manufacturer. The investigation confirmed customer's indicated failure mode. The complaint was confirmed for leakage in the tubing. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the tubing of 23 g x .75 in bd vacutainer® winged safety pbbcs with a 7 in tube and luer adapter was pierced, and that it leaked upon usage, causing blood sampling procedure not to be performed. No injury or medical intervention was reported.